Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) by a charge time (CT) greater than 30 seconds. The local area field representative reported there are currently no plans for a device change out procedure due to the patient's condition. No adverse patient effects were reported.